Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection. Found sensor cannula was retracted inside the sensor base, and found a broken cannula. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. The introducer needle passed per specifications. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that there was missing cannula after removing the sensor out of the body. The customer's blood glucose was unknown at the time of incident. The customer also reported that there was blood at site but it was not actively bleeding at the time of call. The sensor will be returned for analysis.